Event description:
The customer stated that the breeze meter was reading higher than a contour meter. The breeze meter gave a reading of 378 mg/dl, while the contour read 125 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events based on readings. While troubleshooting, the call was disconnected. Customer service was not able to contact the customer, so no product will be returned at this time.